Event description:
Taxol chemotherapy was infusing when a leak was noted at the area where the flexible tubing of the IV set connects to the hard plastic of the inline filter. Questioning defective weld. Line was clamped and disconnected. Remainder of dose to be infused was calculated, remixed and administered to patient the same day - result was a longer visit than usual for patient. Chemotherapy spill was cleaned appropriately. The tubing was not saved for return to the manufacturer but we do have the lot information.I was also informed of a similar situation the week previous to this incident (different patient). This patient was also receiving taxol chemotherapy when a leak occurred in the same area as noted above. Leak was noted when patient was returning from bathroom. Blood backed up in the IV and bloody chemotherapy leaked onto floor leaving a trail down the hallway. Again, chemotherapy spill was cleaned appropriately and the remainder of the dose was remixed and administered. This tubing was not saved either and we do not have lot information.